Event description:
The manufacturer was contacted regarding an I-neb cf UK unit that is not functioning properly, which is affecting the patient receiving treatment. The patient reports that the treatment takes more than 10 minutes to complete, and there are times when it does not finish at all. The patient has mentioned that he sometimes gives up because the treatment takes too long. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted regarding an I-neb cf UK unit that is not functioning properly, which is affecting the patient receiving treatment. The patient reports that the treatment takes more than 10 minutes to complete, and there are times when it does not finish at all. The patient has mentioned that he sometimes gives up because the treatment takes too long. Despite good faith effort attempts made by the manufacturer, the device has not yet been returned for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Section product UDI in box d, report source in box g and box h has been updated /corrected in this report.

Manufacturer narrative:
The manufacturer previously reported maximum good faith effort attempts to retrieve the device for evaluation. Upon further review of this complaint, analysis of past events has not indicated an adverse event has occurred due to the alleged malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.